Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states, the patient was revised due to a transverse rupture of the quad tendon.

Manufacturer narrative:
The device associated with this report was not returned. Review of supplied medical records confirmed rupture of the patient¿s quad tendon. A complaint database search finds no other reported incidents against the provided products and lot combinations since their release for distribution. Request for additional investigational inputs was conducted. The investigation could not draw any conclusions about the root cause of the patient¿s quad tendon rupture based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.